Event description:
It was reported that the pulse generator exhibited high current drain and premature battery depletion shortly after implanted.

Manufacturer narrative:
Final analysis found a reversed mounted capacitor had caused high current drain, resulting in premature battery depletion.